Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The functional testing could not be completed due to the alarm. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer believed the piston failed to work because she was not receiving as much insulin. She reverted to manual injections. Her blood glucose level was 380 mg/dl. The customer was stuck in the rewind complete/bolus delivery loop. The drive support cap was protruded. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.